Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported infection could not be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump housing; the distal portion was not returned. The modular cable was not returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The outflow graft was severed approx. 4¿ from the pump housing and the distal portion was not returned. The apical cuff was returned separately. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The current revision of the heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook is also currently available and contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 19dec2019 the patient reported pain on the driveline exit site, where there was also reddening and pus. A test revealed staphylococcus aureus and the patient was readmitted. A blood sample also showed the infection and antibiotic therapy was started.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after an uneventful left ventricular assist device (lvad) implantation the patient had a prolonged hospital stay with infections. The drive line site was treated locally and repositioned. However, the infection was ascending and the patient developed mediastinitis. The surgeon subsequently decided to perform a pump exchange on (B)(6) 2019 to remove all foreign material.